Manufacturer narrative:
Additional information received identified a ureteroscopy was taking place when the device fragment was left in the patient. Additionally, the procedure to remove the fragment took place on (B)(6) 2020.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the exact cause of the problem could not be conclusively identified, since the device was not retuned for the investigation. No abnormalities were found in the manufacturing record. Therefore, the phenomenon which was pointed out could not be confirmed. The legal manufacturer inspects the inflation of each product thoroughly to assure the quality of our products before shipping. There were no abnormalities or deformities such as leading to improper inflation of the balloons. Therefore, a likely cause of the hole in the balloon might be the following reasons. It is likely that the balloon popped because it was damaged by stone edges when inflated during stone retrieval. The device history records below were reviewed for the lot. The review revealed the lot had passed all the event-related inspection items. When the contents of the instruction manual (drawing number gk7054, revision number 8) were checked, the following description related to this event was made. Do not operate the instrument abruptly or with excessive force when retrieving a foreign object. Otherwise, patient injury such as bleeding, mucous membrane damage, or edema may occur.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation; therefore the complaint was unable to be confirmed. Due to the device not returning, the OEM serial/lot number could not be determined. As a result, the OEM was unable to perform a device history record review. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that following an unspecified therapeutic procedure, while examining fluoroscopy images, the physician identified a blue fragment in the patient's kidney that was later identified to be a broken laser fiber tip. As a result, the patient underwent an additional procedure to retrieve the fragment. Additional information is unavailable at this time.